Event description:
The customer obtained back to back readings of 598 mg/dl and 253 mg/dl. It is likely that a serious injury or death could be contributed to or caused by the customer or the customer's physician determining medication dosing based upon an incorrect blood glucose test result. No treatment was required or sought for these blood glucose readings. Return requested and replacement was sent.